Manufacturer narrative:
Other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. Tamper seal was undamaged. No physical damage was found. The customer reported issue could not be duplicated at time of investigation. No malfunction was detected in the air detector. The pump was found to be operating properly and passed all tests. The root cause of the reported issue was not able to be determined. Actions were taken to mitigate the reported issue: none. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. D4: UDI information is unknown. G5: premarket (510k) number is unknown.

Event description:
It was reported that the air detector is not detecting the large amount of air in the system. No patient injury was reported.